Event description:
Per the info provided to co by the physician's office, the device was removed due to a "pump tubing failure." As reported to co, the reservior was left in place, while the rest of the device was removed and replaced.